Event description:
The patient had difficulties recharging the implantable neurostimulator since implant. Only 2 boxes were shaded on the coupling strength indicator. When the antenna locator tool was right over the implantable neurostimulator, the highest number seen was "in the 40s". The patient had an x-ray taken to see if the device was flipped (results not reported). The stimulation had been off for a couple of weeks due to recharging difficulties. Only one lead was providing paresthesia to the patient. This lead had two electrodes with impedances over 10000 ohms. The second lead provided no paresthesia. The hcp was waiting for x-ray results to determine the course of action. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.